Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please confirm if by "the needle popped off of six sutures" you are referring to the needle pulling off from the suture or was there any breakage of the device? Was told that the needle popped off at the swage. What was being done when the needle pulled-off? Vascular procedure. When did the event occurred? Within the last few days. Could you please provide the lot number? Qdbdhu. Device return status/follow up? Waiting on the return box to arrive and will return the product. Investigation summary: an opened box with thirteen unopened samples of product code 8725h, lot qdbdhu was received for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During use, the needle popped off the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested